Event description:
It was reported that during a left internal carotid artery stenting procedure, with a rx acculink 10.0 x 30 stent, during deployment of the stent in a very tortuous, heavily calcified and bifurcated lesion, the stent jumped. An additional rx acculink 10.0 x 20 was used to completely cover the lesion. Additionally, post procedure, the patient experienced hypotension and visual disturbance; seeing green when the blood pressure dropped. The patient was treated with a dopamine infusion. The dopamine infusion was stopped on 05/04/2011. The patient's previous antihypertensive medications were held. The visual disturbance resolved once the blood pressure increased. Though the patient's blood pressure had not returned to baseline, he was stable enough to be discharged home on 05/05/2011. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects hypotension and visual disturbances are listed in the product instruction for use as known potential adverse effects of the carotid artery procedure. Inaccurate delivery can be the result of, but not limited to, interaction with lesion/anatomy, physician technique/handling, kinked shaft, and/or device positioning. To ensure this is not a result of a manufacturing deficiency, all acculink stent systems are visually inspected for damage and a sampling of units is destructively tested to verify proper stent deployment. In this case, it may be possible the report of the stent jumping is a result of the anatomical challenges, as the lesion site was described as being heavily tortuous, heavily calcified on a bifurcation. Based on the reported information, the reported inaccurate delivery appears to be related to case circumstances and there is no indication to suggest a product deficiency. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot.